Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose was 280 mg/dl. Customer also reported that the insulin pump received no delivery alarm. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. Customer stated that the drive support cap was normal. Troubleshooting was performed for motor error alarm. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and refer to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error, no delivery alarms due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring. Motor passed motor test.